Event description:
It was reported that during a follow up, high impedance was observed. After the lead was capped the ICD was connected to competitor lead. During testing noise was detected on rv channel. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The reported event was confirmed via reviewing of the stored egm. The device was tested on the bench and found to be normal. The cause of the field anomaly was undetermined.